Manufacturer narrative:
The patient experienced annoyance at some point during the reported event. It was reported that the battery and controller were unable to provide power or operate properly. The battery and controller were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed or duplicated during testing. The reported event is indicative that all power sources were disconnected from the controller. The estimated total maximum time that the ventricular assist device (vad) might have been stopped was 30 minutes and 38 seconds. Log file analysis revealed that there were three power off events on (B)(6) 2017, these events indicate that both power sources were simultaneously disconnected. No failure detected, the reported event could not be confirmed or duplicated. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Device involved in this event: (B)(4) - battery / catalog number:1650 / expiration date:02/28/2017. (B)(4). Device evaluation anticipated, but not yet begun. MFR date: 11/02/2016. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) provides guidance regarding controller visual and auditory alarms. The "no power" alarm should provide a loud continuous auditory alarm that users are unable to mute. The IFU explains that this critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. They are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting heartware clinical support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the vad coordinator  that the patient experienced a "controller shut down" on (B)(6) 2017 despite being connected to charged batteries. The patient contacted the on call coordinator who advised to change his controller. The patient exchanged the controller without consequence or impact. The patient was also advised to come to the clinic for log files download and to be provided with new backup controller. At that time, the patient also reported that battery (B)(4) will not charge. Controller (B)(4) was replaced with controller (B)(4) and controller (B)(4) was provided as the new back up. The battery was replaced and battery (B)(4) was removed from service.